Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the sales representative spoke with tech who is new and said she didn't know how to use the stapler correctly and didn't know how to unlock it. This occurred during pre-op.

Event description:
It was reported that the surgical tech went to trial linear cutter per normal routine and stapler initial did not engage and then when attempted for second time locked down in place and was unable to open per normal settings. Did not reach patient. Removed from service.